Event description:
The pt reportedly experiences pain and swelling at the implant site without use of external equipment. The pt is being treated with tylenol #3 and keflex. The pt has not used the device due to sound quality and dislike for external equipment. Device testing revealed normal functioning. The surgeon reported that the pt's device has migrated. A surgical procedure was performed on (B)(6) 2012. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.